Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined due to the investigation cannot be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported his cgm was reading within normal range (no specific values were reported), however, the patient had a stomachache and could not hold water down. No bg comparison value was taken. The patient was wearing a tandem insulin pump. The patient went to the emergency room for evaluation. At the ER, the patient¿s bg meter reading was 519 mg/dl while the cgm was reading 188 mg/dl. The patient¿s sensor was removed and she was treated with IV insulin, IV saline, and IV fluids. Blood work was also done and confirmed the patient was in diabetic ketoacidosis (dka) and dehydrated. The patient was discharged home the following day (after 24 hours). The patient was ¿feeling much better¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.